Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had difficulty advancing the cypher select plus 2.5 x 28 mm stent across the right coronary artery (rca) lesion and was not able to access/cross the lesion. The physician noted that the stent had slipped out of position on the stent delivery system (sds) balloon. This was noted to have occurred after rotablator and pre-dilation of the lesion. The physician then successfully removed the sds from the patient with the stent still mounted on the sds. There was no reported patient injury. Additional information received indicated the procedure was elective. The stent did not dislodge off of the sds. Another cypher stent was used to complete the procedure successfully without any reported patient injury. The rca target lesion was reported to be calcified. The cypher select plus was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation. No additional information is available. One cypher select+ 2.50 x 28 was received coiled inside a plastic bag. Kinks detected on the unit were probably due to the way the unit was sent to analysis. The stent was crimped and mounted within the marker bands in its original position. A crossing profile was measured for distal, middle and proximal sections of the stent and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "failure to cross" was not confirmed since crossing profile was within specification. Complaint reported as "stent out of position-in patient" is not confirmed either, because the stent was mounted within the marker bands in its original position. The exact cause of the failure experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, there are possible vessel characteristics (calcified lesion) and user device interface factors that may have contributed to the failure to cross reported. However, there is no evidence that the stent was offset/out of position from its original position in the balloon as reported by the customer.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had difficulty advancing the cypher select plus 2.5 x 28 mm stent across the right coronary artery (rca) lesion and was not able to access/cross the lesion. The physician noted that the stent had slipped out of position on the stent delivery system (sds) balloon. This was noted to have occurred after rotablator and pre-dilation of the lesion. The physician then successfully removed the sds from the patient with the stent still mounted on the sds. There was no reported patient injury. Additional information received indicated the procedure was elective. The stent did not dislodge off of the sds. Another cypher stent was used to complete the procedure successfully without any reported patient injury. The rca target lesion was reported to be calcified. The cypher select plus was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15129951 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Process monitoring: no excursions were found for lot 15129951. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot. The fpi for crossing profile and stent retention were reviewed and no anomalies were found.